Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
According to the reporter, the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 37 and 48 hours. Despite correction boluses, the blood glucose level did not decline. When removed from the infusion site (leg), the pod's cannula was found to be bent. To treat the issue, a new pod was applied.